Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and alleged a keypad malfunction. The patient reportedly went swimming and when the patient finished the buttons were unresponsive. The reporter stated that there were no tears in the keypad. The reporter stated the patient wore the pump in a pocket and did not clean the pump. There was no reported adverse event with this complaint. This report is made based on the allegation of the keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to adequately investigate reported keypad malfunctions due to moisture failure. The pump was returned with visible moisture in display lens. The keypad was intact and was removed for investigation. No visible contamination was observed. The pump had audible sound and a blank display screen and no vibratory sound. Pump cover removed; moisture was present in pump. Pump failed leak testing with a case seal leak. Testing steps could not all be completed due to moisture in the pump. Unable to investigate on battery changes, moisture failure prevents adequate investigation.